Event description:
It was reported that during an unspecified procedure, the xenon light source exhibited dimming of brightness while the device was inside the patient under sedation. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.